Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 4 failed and was causing issue the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that drawer 4 would not close. The fse removed the rear panel and cleared the medication obstruction. After the obstruction was removed, the drawer was able to close properly. The customer was able to recover the drawer. All tests passed, and the customer verified functionality. The system functioned as intended after the field service engineer repaired the device.